Event description:
A #15 knife blade from a shoulder pack #(B)(4), sop42satime, broke off in a patient during a shoulder arthroscopy.

Manufacturer narrative:
Device was not returned; therefore, no testing methods were performed. No results were obtained as the device was not returned for eval. Unable to confirm complaint as the device was not returned for eval.